Event description:
The following was reported to hamilton medical ag: technical event: 231009 due to defective blower.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective blower module. Correction: replaced defective component.